Event description:
It was reported that the device doesn't work and gave an alarm every 15 seconds. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log found records of 'upstream occlusion' alarms. Functional testing was unable to duplicate the reported problem. The most probable cause is the upstream occlusion sensor. The uso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.